Event description:
Further information received stated that the cause of death was due to cardiac tamponade secondary to lead perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant of a pacemaker, the patient expired. On follow up the next day, device parameters were within normal range and the patient was stable. While still hospitalized, the patient fell and expired. An echocardiogram revealed a perforation of the ventricular wall was noted. Additional information was requested but not yet received.